Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device identified the device was broken. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella clamp was not used during the case. Must have been dropped during the cleaning process.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device identified the device was broken. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.